Event description:
It was reported that the 9600 system locked up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator power supply, generator drive board, technique processor, and the sram were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.